Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for valve leakage as the sample was not provided for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the sheath was leaking blood during a heart catheterization procedure. The blood loss was greater than 250 cc. The reported event did not result in patient injury or require medical or surgical intervention. Additional information received on 12 mar 2025: the procedure was a heart catheterization. There was no noticeable damage to the device, but it was leaking from the valve. The procedure was successful. Additional information received on 17 mar 2025: the patient is stable. It cannot be confirmed if the blood loss was greater than 250 cc or if the doctor used another sheath. Additional information received on 31 mar 2025: the blood loss was less than 250 cc.